Manufacturer narrative:
E1:(B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: black shadows in the image. Based on the results of the investigation, it is likely the following led to the malfunction: it was detected that a fracture inside the insertion part caused black shadows in the image and this event was caused by a component failure of the outer tube also the cause traced to component failure. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a blurry image. The issue was identified during preparation for use for an therapeutic segmental lung resection procedure. The intended procedure was able to be completed using a similar device. There were no reports of patient harm.